Manufacturer narrative:
Batch review performed on 27 november 2018. Lot 181882: (B)(4) items manufactured and released on 28 may 2018. Expiration date: 2023-05-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 1 month and 1 week after the primary (pathogen unknown). The surgeon performed a washout and poly swap.